Event description:
It was reported that pump displayed malfunction alarm malf 24 after customer began cartridge change process before being prompted in the tandem mobi app. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of new replacement pump under warranty, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.